Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer believed the insulin pump was not delivering insulin. Blood glucose value was 600 mg/dl at the time of the incident. The customer was not hospitalized. Troubleshooting was performed and the device will need to be replaced or returned.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).